Event description:
Dr (B) (6) at (B) (6) hospital explanted a 51-424-30 micro-zurich distractor from a (B) (6) boy, due to a possible plate break. Implant date was (B) (6) 2009 and explant date was (B) (6) 2010.

Manufacturer narrative:
Device was not available for evaluation at time of this report. Product will be sent to manufacturer for evaluation upon release of product from hospital.